Event description:
Patient reported right side " rupture and seroma, as well as physical and emotional damage". The device remains implanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified one extended opening, flat creases and bronw particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side radius assessed as unidentified (tear) opening.

Event description:
Patient additionally reported ¿solid lesions¿ and ¿simple cysts¿ which have ben deemed not related to the device. The device has been explanted and replaced.

Event description:
Patient additionally reported ¿solid lesions¿ and ¿simple cysts¿ which have ben deemed not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported right side " rupture and seroma, as well as physical and emotional damage". The device remains implanted.